Manufacturer narrative:
9733560xom: the work order passed, but they were unable to make imported exam usable. The issue was not resolved. (B)(4): the reported issue was found to be related to scan protocol. Software is functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after loading a disc the images were inverted and the 3d model was a block. User attempted to enter in the pixel offset settings but the issue was not resolved. There was no patient present.